Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous low sodium results for 2 patient samples tested on a cobas 6000 c (501) module. The customer had been having issues beginning on (B)(6) 2017. Patient 1 initial sodium result on the c501 module was 118 mmol/l. This result was reported outside of the laboratory. The sample was repeated on a different c501 module and the result was 139 mmol/l. On (B)(6) 2017 patient 2 initial sodium result on the c501 module was 116 mmol/l. This result was not reported outside of the laboratory. The sample was repeated on a different c501 module and the result was 140 mmol/l. The repeat results were believed to be correct. No adverse event occurred. The sodium electrode lot number and expiration date were not provided. On (B)(6) 2017 the customer thought the same issue was occurring again but the customer could not provide any actual results. Calibration and qc was acceptable. No issues were identified in the alarm trace from (B)(6) 2017. The customer ran 5 patient correlations and the results matched between the c501 module in question and the other c501 module. The field service engineer (fse) visited the customer site and identified a large salt bridge on the ise waste nipple. The fse cleaned the waste port. As a preventive measure, the pinch tubing was changed, the cartridges were removed and the cartridge cradle and clear blocks were cleaned, the ceramic bath was cleaned, both sample and sipper probes were checked and the pinch tube was conditioned. The customer ran acceptable calibration and qc. The fse performed a precision check with acceptable results.

Manufacturer narrative:
The customer stated the patient had normal results for chloride and potassium and the results corresponded to one another when repeated on the other c501 module. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Possible root causes may be related to mis-sampling of the patient material (typically caused by pre-analytic issues), ise/reference flow related problems, a calibration error or other human factors.